Event description:
Axsos locking screw 4.0mm length 46mm broken at distal medial tibial when surgeon was almost fully inserting the screw into 12 hole plate.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.